Event description:
During evaluation of a returned spectrum pump, the device experienced the 2nd blue key in top row of keypad, the ok key and #2 key are inoperable while performing keypad test no additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the 2nd blue key in top row of keypad, the ok key and #2 key are inoperable while performing keypad test. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.